Event description:
Freestyle 14 (abbott) glucose sensor is severely inaccurate compared to one touch ultra glucometer; freestyle indicated blood glucose of 220, one touch ultra 360. Freestyles have been consistently inaccurate, running low. FDA safety report ID# (B)(4).